Event description:
Boston scientific received information that during a routine device upgrade procedure, the pacemaker dependent patient's blood pressure began to decrease. The patient's care team attempted to quickly connect the right ventricular (rv) lead to the new device and it was unknown if the device was pacing and telemetry was lost. It was unknown if the terminal pin was pushed all the way in to the header. The patient was stabilized and the rv lead was removed and connected to the pacing system analyzer (psa). The rv lead was again connected to the device and proper connection was confirmed. No other adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.